Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. The patient also reported feeling muscle stimulation on their right side when they lay down. The ra lead was confirmed to be dislodged. The ra lead was repositioned and reinforced suture was placed to prevent pocket movement. No further patient complications have been reported as a result of this event.